Event description:
It was reported, the camera head was not working properly. The issue was found during routine inspection. No other devices were involved. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed: lens of the main unit was scratched, and camera cable had a cut (hole) in which air leakage occurred. Based on the results of the investigation, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrences. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.